Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. An intermittent image was found on the monitor, as well as the following: the printed circuit boards were defective, and no images could be generated with 180 endoscopes on the monitor. Due to failures of the printed circuit boards, the image was interrupted, and the scope information was not correct. The video connector socket was worn out, the scope cable did not click when connected; the video socket was heavily worn, and it would not hold the scope cables and camera heads. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. However, it's likely the cause is related to the effect of the change in the operational amplifier circuit design of the dr board (printed circuit board) before countermeasures were taken, or a poor connection with the video connector. It was confirmed that the design of the dr board was changed on april 16, 2018. This confirms that the subject device was manufactured before the design change was implemented. Olympus will continue to monitor field performance for this device.